Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26083.follow up information identified the patient underwent surgical intervention to remove the leads.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26083. It was reported the patient was experiencing pain at the lead site regardless whether the stimulation was turned on or off. The patient was instructed to apply cream at the sitewhich did not resolve the issue. In addition, the patient received injections which did not resolve the issue and surgical intervention is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.